Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an alert was detected from the patient's home monitor system for a low out of range shock lead impedance measurement. The impedance measurement was currently within range between 40 to 50 ohms. It was noted that there were no stored episodes of noise. The field representative discussed programming options with boston scientific technical services (ts). At that time the products remained in service and no adverse patient effects reported. Approximately five years later the implantable cardioverter defibrillator (ICD) was explanted during an upgrade procedure and the right ventricular (rv) lead was left in service with shock impedance meaurements in the 40 ohms range. No adverse patient effects were reported.